Event description:
The hcp reported a pt went into overdose immediately following a pump refill. The hcp reported they were able to aspirate the reservoir but were unable to fill it. When the pump was being filled, 17 mls were pushed into the pump and then resistance was encountered. The refill syringe was pushed "really hard" and they were able to get the last 3 mls in. The pt almost immediately showed signs of overdose symptoms (unspecified) and was admitted to the hosp. The drug used in the pump was dilaudid 10 mg/ml. The hcp aspirated the contents following the event and was able to aspirate 19 ml. Add'l info received from the MFR's rep indicated the pump had 1 mg/ml dilaudid before refill and was filled with 10 mg/ml dilaudid. A bridge bolus was not performed and the pump was updated with 10 mg/ml at a dose of 0.1099 mg/day. The pt fainted following the refill. Twenty mls were injected and 19 mls were recovered. It is unclear if the 1 ml of drug was injected subquetaneously. The hcp was planning on performing a catheter dye study and roller study to troubleshoot both the pump and catheter. Add'l info has been requested from the hcp but was not available on the date of this report. See MFR report# 2182207200704207.